Manufacturer narrative:
(B)(4).

Event description:
The physician implanted a resolute integrity stent in the lad which had 90% stenosis, severe calcification and mild tortuosity. The balloon of the delivery system, that was initially mounted on the distal side of the delivery system, was used for post-dilation. As the lesion was uniformly dilated, the delivery balloon may have caused overdilation. It was reported that the balloon formed a "dog-bone" shape, and dilation was performed at 14atm by sliding the delivery balloon little by little. The blood vessel unexpectedly ruptured. Calcification was confirmed in the inside of the blood vessel. A non-medtronic stent graft system was implanted to treat the vessel rupture, and the patient was discharged from the hospital three days later. The physician commented that they did not consider the event was caused by a malfunction of the device. No further patient complications were reported.